Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition unknown.

Event description:
Customer reported that the k-wire had snapped in case and screw bent during the procedure. The procedure was nc fusion using 2 screws.